Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with one ecr60g cartridge (a) loaded on the device. The reload was received fully fired and in good visual conditions. Furthermore the returned reload (a) was noted to have 7 b-formed staples in pockets. Additionally an ecr60g cartridge reload (b) was returned fully fired and with several b-formed staples. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the safety lockout was found to be fully functional. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a lobectomy procedure, before inserting working port, it was generated automatically with firing closed trigger. It means the safety trigger did not work.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: did any staples deploy upon the automatic actuation? No. Was there any damage associated with the red safety release button on the device? No. Was there a cartridge present in the device when firing actuated automatically? No. What was the end position of the red safety release button when the grey trigger was released? Safety lock position . Can we get any picture of the device and/or cartridges involved in the complaint prior to be shipped back for analysis?...specifically in the area of the trigger/safety release button. - we already had sent it to logistic. We don¿t have any picture. Was the device in the clamped position prior to the insertion into the trocar when actuation occurred? Yes, it was.